Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not tighten/lock onto the retractor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: device code changed to "unstable." Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on scattered parts of the device including the malleable foot. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The device locked and stayed in position on the retractor. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tightened the arm. Based upon these findings, the reported failure unstable mount was not confirmed. The analyzed failure mechanical issue; knob was confirmed. The shop floor paperwork(DHR) was reviewed for the acrobat-I stabilizer. All the test results meet the specifications and requirements. There were no non-conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not tighten/lock onto the retractor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.